Manufacturer narrative:
According to hill-rom field investigation the bed was in proper working order. The siderails did not have "z" inserts or hbsw kits installed. The mattress appeared to be a replacement foam mattress but there was not a manufacture's label on the mattress. The cause of death was not given.

Event description:
Account alleged that a family member found the patient with their head in the right head siderail (zone 1) and their torso between the head and foot rail (zone 5) with their buttocks on the floor. The patient was found expired.